Manufacturer narrative:
Additional information: device evaluation: the ht70 plus ventilator was received for product analysis and an investigation was performed. The reported issue could not be duplicated; no fault was found with the returned device. The ventilator is currently pending routine preventative maintenance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: it was reported that while in use on a patient, the ht70 plus ventilator generated an apnea alarm on the patient monitor. The monitor displayed no ventilatory pattern and the patients peripheral capillary oxygen saturation (spo2) had decreased from high 90s to 92 or so. It was noticed that the patient's chest was not moving. The unit was reported to have stopped cycling and quit delivering breaths. The ventilator had returned to the start up screen with the options "start ventilation, circuit check, activate preset." The "start ventilation" button was selected and the ventilator was noted to cycle again and spo2 quickly returned to previous readings and no further issues were noted. The patient was placed on an alternate ventilator shortly after to be taken to the operating room and there was no harm to the patient, as a result of the event.

Manufacturer narrative:
Device evaluation: preventative maintenance was performed on the returned ventilator. The unit passed testing and operated within the manufacturing spe cifications. The unit was returned to the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received by medtronic for evaluation but the investigation has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 plus ventilator stopped cycling and quit delivering breaths. The patient was placed on an alternate ventilator without harm.